Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the following. - the angulation was insufficient. - the electrical connector was flooded. - the universal cord was scratched. - the control section cover was scratched. - the electrical connector cover was scratched. - the image was cloudy. - the insertion tube was scratched. - the adhesive on the bending section was chipped. - the objective lens was dirty. - the distal end cap was scratched. Then, the subject device was transferred from sorc to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there were no abnormalities inside of the instrument channel such as kink, dirt, and foreign material adhesion, and also found that there was no significant dirt, foreign material, or scratches around the instrument channel port, cylinder, and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the causal relationship with the reported phenomenon was unknown, the exact cause of this reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, enterobacter cloacae (1 cfu) were detected from the sample collected from the suction channel of the subject device. The user stated that since a new cleaning staff had been in charge of cleaning of the subject device, there was a possibility that the cleaning of the subject device had been insufficient. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.